Manufacturer narrative:
Product ID 8835 lot# serial# (B)(4); product type programmer, patient product ID 8596sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8709 lot# *uk6134023, implanted: 2005 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that there was a pump replacement approximately 3 weeks ago. It was stated that the patient had an accident last week (end of february/beginning of (B)(6) 2012) where she fell and hit her pump. The area around the pump was reportedly bruised and part of the pump was protruding "differently than before." The patient experienced increased pain. It was added that the patient therapy manager (ptm) needed to be decoupled and recoupled since the ptm refill date was different from the printout refill date (it was interpreted that the ptm was not synced to the new pump). It was not whether decouple/recouple resolved the issue. It was noted that the patient had an appointment with the managing hcp office monday, (B)(6) 2012. No other information was reported.